Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while powering on the device prior to pt use, the device's display showed horizontal lines and was not legible. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.